Manufacturer narrative:
A ge service representative performed an on site investigation. The cine disk drive was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up during cine playback. No patient serious injury or death was reported related to this event.